Manufacturer narrative:
Initial MDR contained incorrect description of issue: "service and repair of the a1059 mayfield modified skull clamp found lock had both rotational and lateral movement." Correction: service and repair of the a1059 mayfield modified skull clamp had worn starburst.

Event description:
N/a.

Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the lock having both rotational and lateral movement and hard to lock; also residue buildup is present. Upon disassembly, repair noted the lock needed new components added to replace worn internal parts. The hospital states the skull clamp base teeth are worn and the base was replaced. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059/mayfield modified skull clamp found lock has both rotational and lateral movement.